Event description:
It was reported that a crack was noticed in the bd¿ blunt fill needle with syringe barrel that leaked out medication. The following information was provided by the initial reporter: "after drawing up medication into two different syringes a long crack was noticed in the syringe and medication leaked out the side. Cracks not noticed before use. Tested a few other syringes from the same lot with water did not have the same issue.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that a crack was noticed in the bd¿ blunt fill needle with syringe barrel that leaked out medication. The following information was provided by the initial reporter: "after drawing up medication into two different syringes a long crack was noticed in the syringe and medication leaked out the side. Cracks not noticed before use. Tested a few other syringes from the same lot with water did not have the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.